Manufacturer narrative:
Hologic application specialist (pas) reviewed the logs and noted no hardware or reagent preparation issues. Pas noted that low target samples could be the cause of the discrepant results. Hologic technical support (ts) provided the customer with the log review and the customer did not express further concern. Customer mentioned that per their lab protocol, if a sample initially results as positive and then repeats negative twice, they will report out negative. No further issues were reported. The aptima hpv (ahpv) package insert states that detection of high-risk hpv mrna is dependent on the number of copies present in the specimen and may be affected by specimen collection methods, patient factors, stage of infection, storage, specimen processing and the presence of interfering substances. In addition, the package insert states that results from the aptima hpv assay should be used in conjunction with clinical information derived from other diagnostic and screening tests, physical examinations, and full medical history in accordance with appropriate patient management procedures.

Event description:
On (B)(6) 2024, customer reported to hologic that two discrepant hpv samples were run on panther fusion plus instrument using the aptima hpv assay. Both samples were inadvertently tested in duplicate in the same worklist. The samples initially tested hpv positive but the second replicate for both samples were hpv negative. Customer also noted that a second run was performed, which produced the hpv negative results; however, logs for the second run were not provided. Customer decided to report out the negative results. The customer did not provide any information from the clinician and/or patient regarding treatment or condition.